Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was unknown. The customer stated that the insulin pump had audio issue. The customer state they received the audio and performed the audio test. The customer stated that they hears the beep but there is no difference between 1 and 5. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or hardware low level failures error noted during testing. Audio levels changed when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Hardware low level failures error confirmed in device history with variable due to broken trace at keypad assembly.